Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer was hospitalized. The customer¿s blood glucose level was unknown. Customer had to disconnect from the insulin pump to remove the infusion set and sensor from the body. The device will not be returned for analysis.